Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar disc herniation, spinal stenosis and underwent transforaminal lumbar interbody fusion (tlif) surgery. During surgery, the spacer was broken while implanting into the patient. The surgeon took out the broken spacer and replaced it with the same type of spacer for normal implantation. There was no fragment of the implant or instrument remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual inspection confirmed the crescent spacer has been broken in several places. Not all the broken pieces were returned for analysis. Microscopic examination of the fracture surfaces revealed fairly flat fracture areas with no signs of pre existing failures. Significant deformation at the insertion point off the implant where the implant attaches to the instrument for implantation. This type of damage is consistent with material overload during implantation. If information is provided in the future, a supplemental report will be issued.